Event description:
During attempted lab draw through port and removing tubing from the patient line, end of the tubing broke. External portion that covers the access point broke off and the center portion that fit down into the patient line cap broke off into the cap. Sterile cap change had to be performed and labs then drawn. Risk of contamination and infection in an immuno-compromised patient. No excess pressure put on the tubing or access point during removal of tubing from the patient line.